Event description:
Complainant alleged that while attempting to defibrillate a pt (age & gender unk), the defibrillator failed to discharge. The complainant indicated they replaced the multi-function cable and that did not resolve the problem condition. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.